Event description:
Caller reported that the tandem mobi pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Customer attempted various troubleshooting steps, including using different charging cables and pads, without success. Tandem technical support arranged to send replacement charging components via two-day shipping, and customer was advised to use alternate insulin delivery methods if necessary before the replacements arrived.